Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process for the customer's pump, which did not cause any adverse impact to the customer's blood glucose level. The customer had not previously reported this specific alarm with the pump serial number in question, but confirmed experiencing cartridge alarms with consecutive cartridges. Technical support confirmed the issue and arranged to send a replacement pump under warranty. The customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery and was provided with instructions on putting the pump into storage mode before returning it. The customer understood the instructions and agreed to return the problematic pump to tandem using a provided return box and pre-paid label within 10 days.